Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found device chipped out on right plunger case. Functional testing found invalid syringe size was found on all different syringe sizes during syringe test. Tapered spring slipped over the barrel rod collar which is causing the invalid syringe size. Replaced tapered spring and barrel clamp rod. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Device evaluation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Customer reported to FDA: no information.

Event description:
It was reported the pump recognized 10ml syringe as 1ml syringe and inaccurately gave medication, potassium chloride, over the wrong amount of time. Rn (registered nurse), stopped medication during administration when she noticed that the syringe seemed to be running out too quickly. The infusion was supposed to run 9.9 ml over an hour; however, since it recognized the syringe as a 1ml not 10ml it ran 5ml not .5 ml, giving the patient a bolus not over the 9.9ml/hr rate. Additional information received on (B)(6) 2022 via email and attached to complaint object: patient details updated; the event was resolved, this was a nicu (neonatal intensive care unit) related care. No patient injury was reported.